Event description:
A facility representative reported that prior to an implantable collamer lens (icl) implantation procedure, the delivery system experienced issues. The lens was would not fold correctly in injection system during delivery into the eye. The lens was not implanted. Cause of event was reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found damage to the lens. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties.

Manufacturer narrative:
H3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to the lens. Claim# (B)(4).